Manufacturer narrative:
The reagent lot number is 78283601 and the expiration date is 30-jun-2025. Calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The alarm trace showed an abnormal aspiration alarm. The field service engineer (fse) found that the main water pump pressure was running high and adjusted it, checked the gear pump head pressure and probe rinse levels, and adjusted cell rinse levels. A precision test was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient whole blood sample on a cobas c 503 analytical unit. The initial aic-3 result was 10.9%. The doctor questioned the high result which prompted the customer to repeat the sample. The sample was repeated and the result was 5.51%. The repeat result was deemed correct.